Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer called to report that the bipolar function could not be activated with the ft10 system. The first call ended abruptly. In the second call, the customer explained that connecting the personality module energy device (pmed) port from the center to the left did not resolve the issue, and restarting the system also failed to clear the problem. He noted that the "coag on arm" status was grayed out at that time and stated he would consult with an intuitive surgical, inc. (Isi) staff who had experience in the operating room (or). Finally, in the last call, the customer identified the cause: there was only one bipolar cable available. At present, the system was functioning properly with ft10, and the site was not using the viodv. The procedure was completed as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure started with only ft10 at the beginning. The vio dv was used after the second bipolar cord was prepared. There was rather a lack of one bipolar cord than a system down failure. The vio dv had no problem.